Event description:
On (B) (6) 2009, the patient's wife reported that the patient sometimes experiences air bubbles in his insulin cartridges. The wife stated that she is able to remove them by performing a prime. She stated that the patient does not properly adjust the piston rod of the infusion device prior to inserting the insulin cartridge. She was educated on the proper procedure. No physiological effects were reported. The patient was not experiencing air bubbles at the time of the report. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.